Manufacturer narrative:
H3: the 97755-s (recharger ), serial number was returned for product analysis. Analysis found no issues with recharger telemetry module (rtm) finding implantable neurostimulator (ins) and passed final functional test. No anomalies observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding their external devices. The reason for call was caller stated that their ac power supply is damaged. Caller noted that the cord has a couple of knicks in it and thinks it's from getting closed in a drawer a few times. Caller noticed the damage probably about 2 months ago and gave an approximate date of march 1. Caller stated that their recharger has been acting up for about a week or so. Caller stated that it has been taking like an hour and a half to recharge the implant, and it never used to take that long. Caller added that the paddle and relay box have been getting really, really hot. Caller stated they think there must be a short or something going on in the cord. An email was sent to the repair department to replace the recharger and ac power supply.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial:(B)(6); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.